Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys anti-hcv immunoassay results from two roche analyzers compared to an abbott analyzer. The initial result from the abbott analyzer was 7.00 s/co (reactive). The repeat result from cobas 6000 e601 serial number 27k5-05 was 0.032 coi (non-reactive). The repeat result from a cobas 8000 analyzer was 0.031 coi (non-reactive). The serial number was requested but was not provided. The repeat result from the abbott analyzer was 5.60 s/co (reactive). A result of 0.03 coi (non-reactive) was reported outside of the laboratory. There was no allegation of an adverse event. The calibration and qc results were within range on both roche analyzers. The investigation did not identify a product problem. The cause of the event could not be determined as no sample material was available for further investigation.